Event description:
A 3-4 weeks post a successful transoral incisionless fundoplication (tif) procedure, it was noted that there was continued pain in the patients shoulder. Five weeks post operation, the patient was taken to another hospital where scans revealed a moderate sized pericardial effusion. The patient was taken to the cardiac catheterization lab for periocardiocentesis of 470 mls of bloody fluid. The patient is reported to be doing fine.

Manufacturer narrative:
Because the adverse patient symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an evaluation.no allegation of product malfunction.